Event description:
Opened flowflex covid 19 antigen home test ((B)(4)) received from the govt lot: cov1120198 with dates 2021-12-28 through 2022-12-27. Kit is incomplete as there is no extraction buffer tube, making kit useless. I assume the rest of the kits I received are like the opened one. Did the govt get ripped off?. FDA safety report ID # (B)(4).